Event description:
It was reported that when using the bd pyxis¿ medbank tower user indicated that the medbank application was unavailable as the drawers were offline while attempted to issue roxicodone (B)(6) tablet to patient ((B)(6)). The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 25-jul-2024 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawers were offline. A technical support specialist remoted into the system, disabled the firewall, and restarted the system. After reboot, the drawers came back online. Customer was able to log in and issue the medication successfully. The system functioned as intended after the technical support specialist troubleshot the device.